Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty deploying the clip, clip open while locked, and unintended movement (catheter suddenly moved lateral). The reported device damage by another device (dislodged) appears to be due to procedural condition and the slda was a cascading effect of the device damage by another device. The unchanged mr appears to be due to the clip open while locked and the worsening mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The additional mitraclip referenced in b5 was filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed report, additional information was received: during the follow-up procedure on (B)(6) 2023, the xtw clip (20815r2084) contacted the previously implanted xtw clip (20126r188) while trying to be removed from the anterior leaflet, causing the slda. There was no evidence of tissue damage and no additional treatment was provided since the gradient was at 5mmhg. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3+. A mitraclip xtw was positioned successfully, reducing mr to trace. When retracting the delivery catheter (dc) handle, the clip remained affixed to the clip delivery system (cds). The clip was still observed to be closed at the final angle of 20 degrees. The cds was carefully retracted further and the clip became free, but during retraction the tip of the catheter suddenly moved lateral. Afterwards, it was noted that the clip had opened to approximately 60 degrees and the mr increased back to grade 3+. The clip was stable on both leaflets but the procedure was ended at this point due to hemodynamic instability of the patient not related to the device. A follow-up procedure was performed on (B)(6) 2023 to improve mr reduction. The patient returned with mr grade 4. Shortly after positioning a xtw clip below the leaflets, the clip interacted with the anterior leaflet. When attempting to free the xtw from the anterior leaflet, the previously implanted clip detached from the posterior leaflet. The xtw clip was able to be freed from the anterior leaflet and was implanted to stabilize the previously implanted clip. Due to the gradient, no additional treatment was performed. The mr was reduced to grade 3. No additional information was provided.